Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported impact to the customer's blood glucose level. The reported issue was unable to be verified as the pump data logs were not available for review by tandem technical support.